Manufacturer narrative:
The device is available for evaluation- it has not been received.

Event description:
The event occurred on an unspecified date in the 4th quarter of 2023 involving a tego® connector. The customer stated that the caps have passage problems when connecting and flushing during dialysis. There were no any defects, tears, or cuts noted on the product. The medical intervention provided was the defective tego was replaced by another tego. The medication involved in the event was during dialysis and/or flushing the catheter. The product was in clinical use at the time of the event. There was patient involvement but no patient harm. This is the first of two events.

Manufacturer narrative:
D9 - date returned to mfg on 4/22/2024. Received two used d1000 tegos for inspection. This is the first of two. Sample 1 had excessive seal tearing. The seal was found to be collapsed and occluded the fluid path when activated by a male luer. The reported complaint can be confirmed. The probable cause for sample 1 is due to a collapsed seal due to overtightening during use. The direction for use (dfu) states: "do not overtighten." The device history report (DHR) for lot 13772666 was reviewed and no relevant non conformities were found that would have led to the reported complaint.